Event description:
It was reported that the device shows the eos status after shock delivery. The ICD was explanted. Furthermore a lead fracture was observed. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report only refers to the results of the ICD analysis as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for these devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 106 months and 80 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to 49 charging cycles with 26 shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The battery condition was normal and as expected. Should the lead become available for analysis, this report will be updated.